Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a pulmonary vein isolation procedure, a pericardial effusion occurred. Following transseptal puncture, geometry collection commenced and it was noted that the ablation catheter was outside the left atrium. An echocardiogram was performed which revealed an effusion. The patient¿s blood pressure was stable at that time and it was decided to recollect geometry and all 4 pulmonary veins were isolated successfully. Another echocardiogram was performed and at that point a drain was introduced to resolve the effusion. The patient was kept overnight and discharged the following day. There were no alleged performance issues with any abbott devices.